Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6. Deflation is no longer reported.

Event description:
Healthcare professional reported deflation in unknown side, later healthcare professional reported exchange with no complaint against the device.

Manufacturer narrative:
Clarification to d4 device information: healthcare professional reported the serial numbers as left side (B)(6) and right side (B)(6). Since the affected side of the deflation is unknown and both serial numbers have the same lot number, only the lot number has been populated at this time. Serial number will be updated when affected side is confirmed. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported unknown side deflation. Device remains implanted.